Event description:
It was reported that light head allegedly separated form the spring arm. There was no report of injury to the pt.

Manufacturer narrative:
The light was examined by a berchtold field service technician. Upon visual examination, it was noted the light head was loose having only 3 bolts. Cardanic arm threads showed damage from being loose and the end of the cardanic that mates with the spring arm was damaged form using the safety screw as a break. It was recommended that the cardanic be replaced. Tech noted this was an issue due to lack of maintenance and not knowing the product.